Event description:
It was reported that the tip of the driver broke off during surgery. The surgeon was unable to remove the broken piece from the pt.

Manufacturer narrative:
(B) (4): the driver was returned for eval. The circular material flow and primarily brittle fracture surface is consistent with torsional overload during tightening. A review of the device history records did not identify any applicable nonconformance to specification.